Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for obsessive compulsive disorder (ocd) and movement disorders. Patient reported that their therapy was turning off by itself, further stating that they were having a problem with their left battery shutting off and draining more quickly than expected. Patient stated that they stayed up till 3am charging it and checked the following afternoon and the left battery wasdown to less than half full and the right one had only drained by a quarter do for some reason, the left one was not working properly. Patient also mentioned that their previous battery was turned off for four months, and patient thought it was because they forgot to turn it on at the health care professional (hcp)'s office. Patient confirmed the battery was not over discharged at that time. Patient stated that what happened was their ocd was getting worse so bad that they checked the therapy status and realized it was off, so they turned it back on again. Patient wondered if that was what screwed it up. It was reviewed with patient to charge more frequently, and that ins battery depletion depended on settings and use. Patient stated they just saw the doctor for reprogramming on friday and they changed the lead electrodes from 0 to 3 and lowered their settings. Patient stated they also adjusted other parameters, on one side they were not able to get it to go up as high as the other side, so they had to lower the frequency and pulse width to get it to do that, but that side was ok. Patient stated prior to calling the manufacturer, patient called the manufacturer's representative (rep) on the day of the report and the rep told the patient that they would talk to the doctor and tell them how to run the diagnostics if they were not sure and it would tell them when it was shutting off. Patient felt that this was not normal for them. Patient stated that they try to charge daily but sometimes they cannot because their ocd was so bad that they are cleaning eighteen hours a day. Patient stated that it takes them all day to charge because the battery dropped to less than a quarter, and patient wanted to know if the battery needed to be replaced. It was reviewed that there was potential for device related issues but the battery may be draining due to normal programming, the patient should discuss this with the managing hcp. Patient asked if they did not charge the ins would literally die on them, and the risk of over discharge was reviewed, recommending the patient to keep the ins charged. It was recommended for patient to follow up with the hcp to determine if current discharge rate was expected based on settings and what appropriate next steps were. No further patient complications were reported/ anticipated as a result of this event.